Event description:
It was reported that veno-venous support was initiated on (B)(6) at 11:00pm. Trans-membrane pressures began to increase shortly after initiating support, necessitating an oxygenator change-out at about noon on (B)(6). The oxygenator was replaced with a larger quadrox oxygenator. No problems were reported with the change to a larger oxygenator. The patient was described as "septic". Coagulation parameters were reported as: act range 103's to 170's. Atii range 77-101. Antixa range 0.22-0.65. Platelets 60k-78k. (B)(4). Inr 1.4-1.8. (B)(4). Attending physician: dr (B)(6). (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was recently received for investigation and needs to be cleaned prior to evaluation. Since an evaluation has not yet been performed clotting is assumed to have been caused by either product failure, the patient's individual medical treatment or patient's condition. The coagulation parameters were found to be in an acceptable range but a root cause cannot be determined without performing a complete evaluation. A supplemental medwatch will be submitted when the investigation is complete.